Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a random error code and insulin squirted out during priming. The customer¿s blood glucose was unknown . Customer also reported that the battery indicator was at a third full after putting in a new battery and insulin pump rejected new battery. The insulin pump will not be returned for analysis.